Event description:
It was reported that a malfunction alarm occurred with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to the customer for resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue reappears.